Event description:
I will provide you with information about an adverse event that occurred in our department on (B)(6) 2021. The adverse event is related to a silicone indwelling catheter which is a rusch brilliant pediatric (ref 170003, batch number uncertain). The silicone indwelling catheter used by the patient had a hole just above the urimeter junction. The next morning the catheter had to be removed as it drained urine through. Upon removal it was observed that the catheter was just barely attached to the hole and when the catheter was removed the catheter was completely broken. The catheter was placed on the patient on (B)(6) 2021 during the anesthesia procedure.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There is no sample returned for investigation, only photo provided. In the absence of actual sample for investigation, further investigation could not be conducted to determine the root cause to the failure condition. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
I will provide you with information about an adverse event that occurred in our department on (B)(6) 2021. The adverse event is related to a silicone indwelling catheter which is a rusch brilliant pediatric (ref 170003, batch number uncertain). The silicone indwelling catheter used by the patient had a hole just above the urimeter junction. The next morning the catheter had to be removed as it drained urine through. Upon removal it was observed that the catheter was just barely attached to the hole and when the catheter was removed the catheter was completely broken. The catheter was placed on the patient on (B)(6) 2021 during the anesthesia procedure.